Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. The customer's blood glucose value was unknown. Customer was not able to clear the alarm. Displacement verification test was performed and it was not passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error 43 alarms noted during testing. Constant pump error 38 alarms during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38 during rewind. Corroded electronic board stack and corroded force sensor assembly.